Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. It was also noted that when trying to disconnect the lead, it was difficult to disengage. The device was not used and a new device was successfully implanted.

Manufacturer narrative:
Final analysis found that the atrial and ventricular connector ports failed lead insertion force test. The test leads could not be fully inserted. The leads were difficult to remove since the lead could not be fully inserted it became wedged in the connector.